Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Phone number removed from grid - failing electronic submission (B)(4).

Event description:
The customer reported that the "machine is not getting on though the battery back is available". There was no adverse patient impact reported.